Event description:
Medtronic received information that during use of an ap40 centrifugal pump and fusion oxygenator, it was reported that there was a flow issue. At the onset of bypass, there was no forward flow despite revolutions per minute of pump at 10,000 rpm. The issue worsened over time. Heparin was the anti-coagulant used. The anti-coagulation was assessed using a hms and act instrument. Saline solution was used during priming. The device were replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: upon receipt at medtronic¿s quality laboratory, visual inspection showed no outward signs of any damage. The device was primed and run from 0-4000 rpms on a bio-console with a flow of 0 to 7lpm observed. Reason for return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that there was an equipment malfunction during cardiopulmonary bypass. The following user facility medwatch number was received; mw5153735. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.